Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 2030404-2016-00017, 3005188751-2016-00033. During a repeat atrial fibrillation ablation procedure, a cardiac perforation occurred. Near the conclusion of this procedure on a patient with complicated anatomy, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The pericardial effusion continued and the patient was transferred for surgical repair of a perforation at the tip of the left atrial appendage. The patient recovered and was discharged in sinus rhythm. There were no performance issues with any sjm device.